Event description:
It was reported that the patient's atrial lead was inadvertently damaged and dislodged during the removal of the ventricular lead. The atrial lead was removed and replaced. The ventricular lead was returned to the manufacturer, analyzed and tested out of specification during the manufacturer's analysis. No patient complications have been reported as a result of this event. The other right ventricular lead was returned to the manufacturer after being explanted for the high impedance and oversensing. The lead subsequently tested out of specification during the manufacturer's analysis.

Event description:
It was reported that the patient's atrial lead was inadvertently damaged and dislodged during the removal of the ventricular lead. The atrial lead was removed and replaced. The ventricular lead was returned to the manufacturer, analyzed and tested out of specification during the manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was received in segments and analyzed. The outer insulation bilumen tubing had voids. It was also noted that the defibrillation conductor was distorted. The outer tubing overlay was melted. The outer insulation had a white substance and had cosmetic depression. There was blood in/on the helix/lobe mechanism. (B)(4) the partial lead was received in segments. The outer insulation was breached (clavicle-rib crush). It was also noted that the proximal conductor had blood/body fluid (not obstructed). The outer insulation was breached cut and had a white substance, and cosmetic depression. There was blood in/on the helix/lobe mechanism.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The partial lead was received in segments and analyzed. The outer insulation bilumen tubing had voids. It was also noted that the defibrillation conductor was distorted. The outer tubing overlay was melted. The outer insulation had a white substance and had cosmetic depression. There was blood in/on the helix/lobe mechanism. (B)(4). The partial lead was received in segments. The outer insulation was breached (clavicle-rib crush). It was also noted that the proximal conductor had blood/body fluid (not obstructed). The outer insulation was breached cut and had a white substance, and cosmetic depression. There was blood in/on the helix/lobe mechanism. (B)(4). The partial lead was returned in segments and analyzed. The connector was visually confirmed to have electrical intermittency between pin and cap. It was also noted that the defibrillator conductor had blood/body fluid (not obstructed). There was blood/body fluid in the outer tubing overlay. The outer tubing was kinked/buckled, was melted and had cosmetic environmental stress cracking. The outer tubing had environmental stress cracking breach/breach (non-electrical). The outer insulation had cosmetic depression. There was blood in/on the helix/lobe mechanism and the lead was stretched.